Manufacturer narrative:
H6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting that the 1.8 ml citrate tubes and the 2.0 ml flouride tubes have had issues filling all the way. Customer informs that the grey tubes have not been filling even close to the required level.

Manufacturer narrative:
D4. Medical device lot #: unknown; d4. Medical device expiration date: unknown; h4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting that the 1.8 ml citrate tubes and the 2.0 ml flouride tubes have had issues filling all the way. Customer informs that the grey tubes have not been filling even close to the required level.